Event description:
It was reported that during a da vinci s surgical procedure, a crack in the mcs tip cover accessory installed on the monopolar curved scissors instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. On (B)(6) 2012, (B)(6) (distributor), the initial reporter indicated tip cover cracking has only occurred with only surgeon at the site. She indicated that she suspects that the damage to the tip cover occurred as a result of the surgeon's extreme manipulation of the msc instrument during articulation. No other details concerning the reported event was provided. A follow-up MDR will be submitted if the tip cover is returned (post engineering evaluation).